Event description:
It was reported by the customer that few additional nearport spray events that have taken place at recent conversions verbatim: complaint via email. I learned today of a few additional nearport spray events that have taken place at recent conversions. Can you enter pir's so they show up in the complaint record? No follow-up is needed with the customer and no samples were retained, this is just to capture the data.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.